Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had a stroke and a blood clot. However, it is unconfirmed if these symptoms are related to the device.